Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Based on the event description, the root cause of the jaws locking may be attributed to an internal component that can get caught when the trigger is released slowly. Applied medical continuously seeks to improve the form, function and ease of use of its products. As a part of this continuous process, applied medical is currently researching design enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole: "the surgeon fired clip applier and the jaws locked together. The trigger was stuck to the handle. The surgeon pried the clip and jaws off structure. No damage was done to the structure."